Event description:
The device object of this report has delivered three inappropriate shocks due to oversensing over the last two months.

Manufacturer narrative:
Jan 29, 2010. This event concerns a device that was mfg and used outside the us. Since the device remains implanted, the programmer files were reviewed. Results- and conclusion: such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. Please refer to the attached analysis report no. (B)(4) for complete details.